Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle had 5-6 red dots that look like plastic shavings on the outside of the plunger. The following information was provided by the initial reporter: needle and syringe were removed from packaging and upon connection of needle and pull back of the syringe plunger there are 5 - 6 red dots which look like plastic shavings on the outside of the plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-jan-2023. H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed that there were red embedded foreign matter particulates on the syringe plunger. Bd determined that the cause of the failure was associated to the manufacturing process. The flapper seal on the hopper of one of the manufacturing machines was found to be worn down, causing residue from the flapper seal to mix with the resin used for the syringe. An action plan has been created to implement preventative maintenance measures to replace the flapper seal and prevent recurrence of this defect. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd eclipse¿ needle had 5-6 red dots that look like plastic shavings on the outside of the plunger. The following information was provided by the initial reporter: needle and syringe were removed from packaging and upon connection of needle and pull back of the syringe plunger there are 5 - 6 red dots which look like plastic shavings on the outside of the plunger.